Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and planned to reset the pump independently at a later time, as she was not with her charger. No further action was required unless the issue reoccurred.